Manufacturer narrative:
Product ID: sedr01 ipg implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and undersensing. The lead had been programmed off three years prior for chronic atrial fibrillation (af). The patient was being changed to a single chamber pacemake and lead was now being capped. No patient complications have been reported as a result of this event.